Event description:
It was reported that during a low anterior resection procedure, everything about the firing was fine. However, when removing the anvil from the anastomosis, the anvil head came apart. The anvil head had to be snared out of device; it could not be milked out of the new anastomosis. The donuts were fine and the anastomosis was good; the patient did well and the case was a success. The procedure was delayed by 10 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: how was the procedure done? Laparoscopically what device was used for the proximal and distal transaction of the bowel? Proximal unk and distal ecs29a. What colour was the reload used? Proximal unk. On what tissue type was the device used? Lower bowel. Does the surgeon normally use a purse string technique? Yes. If yes, what technique does the surgeon normally use (i.e. Hand tied purse string; purse string device; triple staple technique)? Hand tied purse string. Did the surgeon use a purse string technique in this procedure? Yes. Was the spike of the trocar inserted through the bowel lateral or through the staple line? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? Unknown when the device was fired, what was the location of the indicator within the gap setting scale? Unknown. Was buttressing material used? Unk. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. How did the surgeon confirm the device was fully fired (i.e. Crunch heard; compressed until unable to fire any further, etc)? Crunch sound. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No if not, please explain: I was told thing when normally. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Unk. Was there any difficulty removing the device from tissue? Yes. If yes, how many counter-clockwise revolutions were used to open the device? Unknown how many revolutions were used?" Dr. (B)(6) did a lar on (B)(6) 2012 using our ecs29a. The set up was normal, he used a purse string closure with the anvil. The wind down into the green zone was normal and the removal of the safety to fire was good. The crunch sound was normal and the waiting of 15 seconds was observed. When removing the stapler, the anvil head came apart. The anvil head had to be snared out (he " couldn't milk it out of the new anastomosis. The anvil did come out, the anastomosis was good and the donuts were good. The patient did well and the case was a success. What steps were taken to confirm a successful anastomosis (i.e. Leak test, donut confirmation, etc)? There did a leak test and the anastomosis held what were the medical indications for surgery? Unk. Was a temporary ileostomy or permanent colostomy planned as part of this procedure? Unk. If the patient was given an ileostomy, are there plans to reverse the ileostomy? No. Does the patient have any relevant history of surgical treatments? Unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Bowel. What location on the tissue was being stapled? Lar anastomosis. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st firing. What colour (blue/gold/green) was selected on the selectable staple height selector before firing? Unk. Was the cartridge loaded with the retaining cap on? Unk. Did the surgeon move the firing knob left and/or right before firing? Unk. Was the handle closed completely before firing? Yes. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, opening or firing)? No. Did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? Yes. If yes, please explain how device was removed: the anvil head separated. The had to snair the anvil head out of the new anastomosis does the patient have any relevant history of surgical treatments? Unk. Has the patient recently had radiation or chemotherapy? Unk. How long has the surgeon been using this device for this procedure (in years)? Many years. Was there a recent conversion to ees devices in this account /surgeon? No. What predicate device was used by the surgeon? Unknown. Is there any other additional information you would like to share about this device/procedure? Dr. (B)(6) was doing a lar on (B)(6) 2012 when on the firing, the anvil head separated when he tried to remove the stapler. They did get the anvil out and the anastomosis was a success. The patient did well.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil did not come off during functional testing. It should be noted that when removing the device, open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. A batch record review was performed and no anomalies were found during the manufacturing process.